Event description:
It was reported that while initializing the backup controller before implant, one of the screws on the controller broke. The controller would be returned and replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.